Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15245. It was reported the patient lost stimulation after he had a seizure while sleeping and fell of out bed. The sjm representative met with the patient and reprogramming efforts were unsuccessful. X-rays indicated the lead was disconnected from the extension. The physician explanted and replaced the patient's lead and extension. The explanted extension had wires coming out of it and the last contact on the distal end of the lead was missing. When tested intra-operatively, the lead was found to have invalid contacts. The patient reported effective stimulation coverage postoperative. The patient indicates effective stimulation is being provided.